Manufacturer narrative:
Patient demographic of weight was not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The field service engineer (fse) found the wash valve rotor was causing wash buffer to cavitate when being drawn into the pump. The fse replaced the wash valve rotor of the wash valve and primed the pump to verify no bubbles. The fse also proactively replaced the incubator belt, as it was noisy. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause for the non-reproducible access accutni+3 results was an intermittent malfunction of the wash valve rotor. All mdrs associated with this report: 2122870-2015-00524, 2122870-2015-00525.

Event description:
The customer reported elevated troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. This report addresses the adverse event which occurred to the first patient (designated as patient 1) in association with the elevated access accutni+3 results. Two (2) elevated access accutni+3 results were obtained on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) on two (2) samples for the first patient (designated as samples 1 and 2). Neither sample was repeated. A third sample for the patient (designated as sample 3) was processed on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. This sample was not repeated. The elevated access accutni+3 results were reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results, as the patient underwent a cardiac catheterization procedure. Mdr2122870-2015-00525 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015. Quality control (qc) and system check parameters were performing within assay and instrument specifications at the time of the event. The patient's samples were collected in a plasma tubes. Information regarding the centrifugation of the samples was not provided by the customer. No issues with sample integrity were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.